Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally restarted the load process. Subsequently, the customer performed fill tubing step while connected at the site. Reportedly, the customer received approximately 7 units of insulin. The customer's blood glucose level was not impacted by the delivery of extra insulin.